Event description:
It was reported that the 9800 system had a low ma error message, and the monitor cart handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and handle were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.